Event description:
It was reported by service report that the stretcher foot end brakes would not hold and there were sharp edges exposed on the broken brake pedal. No pt involvement or adverse consequences were reported.